Manufacturer narrative:
The quality documents correspond with our specifications, which were valid during the period of production. We received x-ray pictures but they are in a very bad quality so that we are not able to valuate them. Visual investigation of complaint sample: tibia plateaus: both tibia plateaus show a broken antiluxation device at the same place and a few scratches on the bearing surfaces are visible. Femur component: scratches are visible on the condyles; bushing: the uhmwpe bushing is broken. We will contact the customer and ask if we might get a copy of the surgical report or the patients diagnosis to get a better understanding of the patients knee capsule and muscle structure. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
(B)(6) 2009: initial implantation of the rotational knee system. (B)(6) 2010: exchange of tibia plateau due to bad functioning of the implant and pain. (B)(6) 2011: exchange of tibia plateau and femoral component due to bad functioning of the implant and pain.